Event description:
The consumer states the brakes are not working properly. The chair rolls after she lets go of the joystick.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.